Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
It was reported by the rep, the flow on the pump was erratic. It would run fast for a period then stop all together. The joint was extravasated. The doctor stopped use of the device and opened the joint to complete the procedure. Questions out for further detail.